Manufacturer narrative:
Exposed portion of soft cannula was found to be kinked. A leak test was performed, and no leaks were observed throughout the entire fluid path. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Manufacturer narrative:
Exposed portion of soft cannula was found to be kinked. A leak test was performed, and no leaks were observed throughout the entire fluid path. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 544 mg/dl while wearing the pod between 4 and 24 hours. Patient's father also reported the presence of moderate ketones. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection of fiasp insulin was delivered. The patient's blood glucose history is as follows: (B)(6).